Event description:
It was reported the patient received the replace generator message. The patient still has therapy. As a result, surgery may take place in the future.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates the ipg was explanted and replaced. Stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since neither the device nor logs were returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.